Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with battery cap contact broken off battery cap. Proceeded to use a new battery and battery cap. After battery installation unit gave a flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Proceeded by cutting unit open and performing visual inspection of connectors and electronic assembly. During deconstructive analysis, corroded electronic assembly was noted. Flashing medtronic logo was due to corroded electronic assembly. Unable to download history files and traces using thump software due to display anomaly. Unit was also received with: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing, battery tube threads - cracked, cracked case, cracked keypad overlay, and stained keypad overlay. In conclusion, customer's allegations of moisture damage were confirmed when unit powered on with flashing medtronic logo, caused by corroded electronic assembly. Isolate to electronic assembly. For additional information regarding the tests performed refer to d00854230 ¿ appendix e medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported labeling issue, product labels reported as missing, removed, worn, faded, or damaged following usage, exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Informed customer about product replacement/return policy. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1884 was requested and the customer response was that the device returned.